Event description:
After the stent was positioned, it was difficult to inflate the balloon: the liquid was dripping out at the luerlock connection between the indiflator and the sds.

Manufacturer narrative:
A device evaluation is expected, but the product has not yet been received by cordis. Cypher select product (cra/crb) is not distributed in the us; however; it is similar to us distributed cypher product (cxs).